Event description:
It was reported to covidien on 04/02/2009 that a customer had an issue with a blood collection needle. Customer reports that they received one package that contained two angle wing devices. One of the devices appeared damaged and the needle had been broken in half.

Manufacturer narrative:
(B) (4). A investigation is currently underway. Upon completion, the results will be forwarded.